Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with altered mental status. The patient had carbon monoxide (co) poisoning. They were given supportive care. A download was performed and a pump stop was noted as the first event in the system controller history. A replace emergency backup battery (ebb) was noted as well as multiple no external power events. Log files captured a pump stop on (B)(6) 2024 starting on 08:29:00 due to the ebb being depleted of power. Power was restored to the pump around 09:33:12 and the device was restarted. Multiple no external power events were noted while connected to the mobile power unit (mpu) caused by power to the mpu being briefly interrupted. Log files also noted backup battery faults on (B)(6) 2024 . The patient was placed in long-term care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of battery depletion, no external power and backup battery fault alarm was confirmed via log file analysis. Data on 05oct2024 and 10oct2024 was reviewed. The controller event log file revealed a lvad off/low flow/no external power hazard alarms on the earliest captured date of 05oct2024 at 8:49:42. The system stop was related to loss of power to both power cables and the internal 11v backup battery being depleted. The events leading up to the hazard alarm events were overwritten with newer events and the evaluation could not determine a cause. Power was restored to the power cables at 9:33:08. The pump began ramping up at 9:33:12 and all alarms cleared at 9:33:18. Between 05oct2024 and 07oct2024, intermittent atypical no external power alarm events were captured and appears to be related to an intermittent loss of power from the power cables. Both power cables were connected to the mobile power unit. The system reverted to the internal 11v backup battery for power and the system was unaffected during this time frame. Backup battery fault alarm events became intermittently active on 07oct2024 between 9:31:21 and 20:22:25. Of note, the atypical backup battery fault and no external power alarm events appear to be consistently occurring when the power cables were connected to the mobile power unit. The atypical alarm event was not captured when the power cables were connected to the external 14v batteries/clips. System controller (serial # (B)(6) remain in use and not returning at this time. A root cause that led to the depletion of the internal 11v backup battery could not be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.